Event description:
During a redo CABG procedure, the coronary sinus catheter was placed. The placement was deep in the coronary sinus and the balloon was left inflated while the heart was manipulated. This was done so that the manipulation of the heart would not cause the balloon catheter to fall out of position. The anesthesiologist's plan was to leave the catheter in a deep position and then pull it back 1 to 1.5 cm prior to perfusion. He felt that the tip was 2.5 cm from the ostium of the coronary sinus. While the surgeon was dissecting adhesions around the heart, a perforation was noted. The anesthesiologist felt that the tear was about at the origin of the inferior cardiac vein. He felt that the perforation might have been related to the inflated balloon. The anesthesiologist had inflated the balloon with about 1 cc at the time that the surgeon was dissecting. The anesthesiologist was not monitoring pressures and was not in the operating room at the time of perforation. A certified registered nurse anesthetist was monitoring the pt at the time. The pt made an uneventful recovery with no adverse sequelae from the perforation.